Event description:
Subsequent to the initial MDR, additional information was received on 11/11/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, the sensor pod was returned for evaluation. An external visual inspection was performed, and no damage was found. Device analysis with the returned product would not confirm the issue nor determine a probable cause. The probable cause could not be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem, additional information. D9: device returned to MFR, additional information. D9: date device returned, additional information. G3: date received by mfg, additional information. G6: type of report, updated/follow-up. H2: type of follow up, additional information/device evaluation. H3a: device evaluated by mfg, additional information. H6 codes: type of investigation, additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. The data investigation found a difference in values that falls within the d zone of the parkes error grid on (B)(6) 2025. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).